Event description:
It was reported that t:slim x2 pump battery would not charge properly and charging connection remained unstable, requiring caller to hold cable in place or adjust pump position to maintain charging, despite using working outlets, tandem charging equipment, and alternate adapters and cables; pump did not display power source alerts, low power alerts, or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to let battery fully deplete before returning pump with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.